Event description:
The customer reported her blood glucose reached 263 mg/dl less than 2 hours after the pod was activated. Upon removal, she noticed a dislodged cannula and there was also a bend in the cannula.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. The user reported a dislodged cannula. This condition could potentially interrupt insulin delivery and may lead to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.